Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of the mobile power unit (mpu) being damaged and not powering on as intended were both confirmed. The returned mpu (serial number (B)(6)) was received at the european distribution center and was observed to have a small cut on its patient cable jacket and a small crack on its battery door upon arrival. Upon connecting the system to power, the unit would not boot up. The issue was resolved by replacing the unit¿s 24v power supply printed circuit board (pcb) with a new component. The patient cable and battery door were also replaced with new components. Then, preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The mpu¿s original power supply pcb was forwarded to the product performance engineering department for further analysis. The board was tested within a known working test unit, and the test unit did not power on as intended while the board was in use. The board was measured, and the board¿s transformer was observed to have been electrically damaged, compromising the functionality of the board and causing multiple fuses to become damaged. The root cause of the damages to the patient cable jacket and battery door was unable to be determined. The root cause of the unit not powering on as intended was determined to be damage to the unit¿s power supply pcb; however, the root cause of the pcb damage was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. G, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during analysis of the mobile power unit (mpu) at the edc service center revealed that the patient cable had a cut mark, the battery door had a small crack, and the system did not turn on.